Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the left bundle branch pacing (lbbp) lead helix was found damaged. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of damaged helix was confirmed. As received, a complete lead was returned in one piece with the helix bent and clogged with blood/tissue. The cause of the reported event was due to bent helix consistent with procedural damage.